Event description:
It was reported that during a superficial femoral artery (sfa) intervention, a supera stent did not detach from the catheter during deployment activation and attempt. The stent moved with the catheter. The physician advanced the thumb pusher to disengage the stent, and the stent deployed proximal to the lesion. The delivery catheter was removed without resistance. Once outside the anatomy, the nose cone was noted to be missing. Snare was used to successfully remove the separated portion and another unspecified stent was successfully implanted at the lesion site. There was a clinically significant delay in procedure. There was no more additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment difficulty could not be confirmed as the stent was not returned. The reported tip detachment was confirmed. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review for this lot did not indicate a manufacturing issue. Additionally, a query of the electronic complaint handling database revealed no other similar incidents reported from this lot for tip detachment or deployment issues. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.